Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the device's lot number. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture, granuloma, late onset seroma and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with 500cc mentor memorygel breast implants and experienced bilateral rupture and granuloma as well as baker grade IV capsular contracture and late onset seroma on the left side postoperatively. The patient also experienced several unexplained systemic symptoms, including gastroesophageal reflux disease, migraines, eye not healing, rash hives, chest pains, inability to sleep, skin tags on neck, knee swelling, fatigue, depression, abnormal ferritin, c-reactive protein and platelet count, sore joints, memory loss, heavy menstruation, loss of vision, numb arms, ringing in the ears, night sweats, extreme dry skin, raised bumps, frequent urination, anxiety, irritable bowel, trouble swallowing, breast pain and breast lumps. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.